Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
This procedure was performed in (B)(6). Customer states that after procedure on first leg and removal of the closurefast catheter a defect heating coil was detected. For the second leg a new catheter has to be used. No patient harm, no extension of procedure. The investigation of the returned closurefast catheter was performed on august 5, 2015, and found that the customer's report of coil damage has been confirmed. The coil was bent and the fep (flourinated ethylene propylene ) was deformed over the area of the observed bending. The catheter coil segment was inspected and found fep (flourinated ethylene propylene ) deformation between 0.5 and 1cm measured from the proximal end of the coil segment.